Event description:
It was reported that during a gyn oncology with a colon resection procedure, the surgeon went trans anally to do the anastomosis. When the device was fired, half of the staples did not deploy leaving a hole. They had to re-sect a little more of the colon and use another device to complete the procedure. The pt is currently fine.

Manufacturer narrative:
Info anticipated, but unavailable at this time.